Manufacturer narrative:
Our evaluation of the risk, which follows guidance from iso 14971, indicates that the overall risk for the reported failure is low. This evaluation is based on our track and trend analysis and risk management files which are evaluated and updated constantly based on post market surveillance. As we performed multiple follow-ups to retrieve the samples and lot/batch number but information not available. Due to this reason, we are not able to perform customer sample analysis and archived sample analysis, sol millennium will continue to monitor the complaints trend for the reported failure mode and take any corrective action based on our procedures, if a significant pattern emerges. This report was initially submitted on "04/09/2025". Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported that the connection between the syringe and the needle is broken.